Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with symphasis pelvic floor graft on (B)(6) 2005 and a gynecare tvt on (B)(6) 2006 at (B)(6) hospital, (B)(6) by (B)(6). And (B)(6) respectively to treat her pelvic organ prolapse and/or stress urinary incontinence. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery.

Manufacturer narrative:
Product catalog number unknown, product unspecified . Concomitant product(s): gynecare tvt: (B)(6) 2006. Mfg date: product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with symphasis pelvic floor graft on (B)(6) 2005 and a gynecare tvt on (B)(6) 2006 at (B)(6) respectively to treat her pelvic organ prolapse and/or stress urinary incontinence. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery.